Event description:
It was reported that a malfunction occurred with a code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Customer could not reset the pump initially but was advised to call back upon obtaining a charger. After resetting the pump, the malfunction did not recur, and the customer was able to continue using the pump. The customer was instructed to call technical support if the malfunction code reappeared.